Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and it performed to spec up to and including (B)(6) 2011. There were noticeable fluctuations in voltage during this period. On (B)(6) 2011 further fluctuations in voltage resulted in the device failing the weekly auto self-test due to a low battery. The device remained in fault mode for 11 months and it failed multiple self-tests due to a low battery. Investigation confirmed a fault with the pogo-pins. Testing revealed that under load the current flow through the pogo-pins can be reduced enough to trigger a low battery warning. The investigation was unable to find any evidence to indicate the device was switching itself on automatically. The returned pad-pak form lot 600 was found to be significantly depleted and would be consistent with a unit left in fault mode for 11 months. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it failed a self test due to a low battery warning.